Manufacturer narrative:
The insulin pump had compromised force sensor system alarm at 4.0 lbs during prime test due to force sensor resistor damage due to moisture damage. However, no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump stopped working after getting exposed to moisture. The customer's blood glucose was 396 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.